Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was trying to restart stimulation to see if it would help back pain. The patient had back pain that began in 2016, probably in october. The more the patient did the more her back seemed to hurt. The patient had been doing stuff she had not done in years and noted that she was probably overdoing stuff. It was noted that the patient had an appointment scheduled for (B)(6) 2016. She discussed removing her spinal cord stimulator because she had not been using it, but wanted to try it one more time. The patient tried to recharge on (B)(6) 2016 but was unsuccessful. The last time the patient successfully charged was before her pain pump was put in on (B)(6) 2016. The pain stimulator did not work. Stimulation did not reach the area the patient needed it to reach. When the stimulator was put in, the patient told them that pain was in the low back and they told her to not worry about it because the stimulator would be put down further and that it would be alright. The patient noted that it was not alright. The patient was to follow-up with a healthcare professional to resolve the symptoms of stimulation not reaching her pain and the suspected overdischarge. Stimulation not reaching the patient¿s pain occurred since implant which conflicts with the patient's original report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that most of her pain was in the lower to mid back and she could get the tingling stimulation in her legs, but unless she lay down, she could not get it up to the mid back. The patient thought she was initially able to get the mid back stimulation but was not able to now. This was a gradual change that began about 3 weeks ago. When the patient was shopping or stood for a while, she hurt so bad and it almost hurt worse than before she had the system implanted. If the patient didn¿t move, she didn¿t hurt at all. The patient¿s husband hit 2 deer and she had x-rays taken. The health care professional (hcp) noted the leads were fine. About a week ago, the patient was told that she had narcolepsy and at 5 a.m. She was in the kitchen and ended up on the floor on her hip. The patient noted ¿it must have been a bad fall because she had a large bruise on her hip.¿ the patient didn¿t think her leads moved because she could see them under the skin and they didn¿t appear any different. Indications for use include spinal pain.

Event description:
Additional information was received from the patient. It was reported that the patient was able to get the implantable neurostimulator (ins) to work once she received replacement recharger components. The ins was working and the patient felt stimulation, but she hadn¿t had time to play with the settings due to other family issues. Overall, everything was working well and there was no further complaint. It was noted that the patient¿s physician helped her get back to having a life. She could now shop and do other activities that she couldn't do before. The patient basically sat in a chair for five years until she got the pump and the stimulator. The patient quit taking all oral medications one week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.